Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery alarm during bolus. The customer stated that the alarm was resolved by performing a complete set change. Customer also reported that he was recently hospitalized due to diabetic ketoacidosis. Blood glucose level at the time of the incident was 720 mg/dl. Blood glucose level at the time of the call was 162 mg/dl. The reservoir was not replaced or returned for analysis.